Event description:
It was reported that ¿a few years¿ prior to report the patient had an implant surgery and the surgery caused a pulmonary embolism and now the patient is at risk for another. Information omitted pertaining to event (B)(6) ¿ loss of effect, od, pain however these events are not related.

Manufacturer narrative:
Product ID 3998, lot# va055f0, implanted: 2013 (B)(6); product type lead product ID 3998, lot# v621026, implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3708260, serial# (B)(4), implanted: 2011 (B)(6); product type extension. (B)(4).

Event description:
It was further reported that the patient still had concerns but was working with their physician and/or company representative. The patient had an upcoming appointment on 2014-(B)(6). If additional information is reported, a supplement will be sent.